Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that noise was observed on the atrial lead. The noise was not reproducible, no oversensing was noted. Programming changes to sensitivity were made. The lead was to be monitored. The patient was stable.